Manufacturer narrative:
A customer from outside the united states reported one (1) falsely elevated high-sensitivity troponin I (tnih) patient sample result obtained on a advia centaur xpt instrument. The advia centaur high-sensitivity troponin I instructions for use(IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
One (1) discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on a advia centaur xpt instrument. The falsely elevated result was reported to the physician and was questioned. The same sample was reprocessed on the original instrument and an alternate advia centaur xpt instrument and lower results were obtained. The lower result obtained on the alternate advia centaur xpt instrument was considered correct and issued on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
The initial MDR 1219913-2023-00255 was filed on 04-oct-2023. Additional information received on 09-nov-2023: a customer from outside the united states reported observation of a discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result obtained on an advia centaur xpt instrument. Siemens has evaluated the instrument and the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed decontamination of acid and base line with bleach and hydrogen peroxide and replaced pmt and photon counter. After this routine troubleshooting intervention, the instrument returned to normal operation. A potential product issue was not identified. Based on the available information, the cause of the discordant result is unable to be determined. The customer is fully operational. In section h6, investigation findings and investigation conclusions codes are updated. Section d8 is updated as no. Additional update to b6: the affected sample identifier is (B)(4).